Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 18-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump was beeping a single tone, and then it turned into a critical tone that sounded like an ambulance. The patient reported that the alarm was frequent. The patient reported that their catheter had been blocked and was pretty much completely blocked at the time of the report. The patient decided it was time for their pump to be removed and they had gone back on their medication. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4) implanted: explanted: product type catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump was beeping a single tone, and then it turned into a critical tone that sounded like an ambulance. The patient reported that the alarm was frequent. The patient reported that their catheter had been blocked and was pretty much completely blocked at the time of the report. The patient decided it was time for their pump to be removed and they had gone back on their medication. The patient reported pump go bad all the time. No further complications were anticipated/reported.